Event description:
During cataract surgery, during phaco emulsification, the surgeon was using the wand as a second instrument and the ball/tip fell off the wand. The patient did not have an intact "wall", and the ball fell into the vitreous cavity and is still there. The surgeon left the ball from the wand in the patient's eye.